Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Patient reported right side capsular contracture, baker grade unknown. Healthcare provider later confirmed capsular contracture, baker grade IV. The device has been explanted and replaced.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 07/03/2024.

Event description:
Patient reported right side capsular contracture, baker grade unknown. Healthcare provider later confirmed capsular contracture, baker grade IV. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture-breast: unable to observe since it is not related to the device. As per the investigation procedure creases, deformation, wear abrasion and particles were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Patient reported right side capsular contracture, baker grade unknown. Healthcare provider later confirmed capsular contracture, baker grade IV. The device has been explanted and replaced.